Manufacturer narrative:
Product event summary: it was reported that both batteries triggered critical battery alarms. Two batteries were returned for evaluation. The lithium-ion battery, (B)(4), associated with this complaint did not require an investigation. The shelf life requirement, for the battery pack, is one (1) year from the manufacturing date. As a result, and upon further review of the investigation, it was determined that the battery related to this complaint has been in storage for longer than one (1) year from the last time of use and is not suitable for testing. An extended storage period of greater than one (1) year can cause the battery to irreversibly degrade in performance that can lead to erroneous test results. Additionally, lithium-ion batteries in storage for prolong periods of inactivity may pose a safety risk. Therefore, the investigation will be conducted with relevant available information. Review of the (B)(4) manufacturing records confirmed that the associated device met all requirements for release. Failure analysis of (B)(4) revealed that the battery passed visual inspection and functional testing. The reported event was confirmed via review of the controller log files, which revealed one (1) critical battery alarm involving (B)(4)connected to power port 1 of the controller. During the critical battery alarm, (B)(4)was connected to power port 2 of the controller; however, did not trigger the critical battery alarm. The exact date and time of the critical battery alarm could not be confirmed as the log files revealed that the real-time clock was reset to zero (year 2000). This is an additional observation not related to the reported event and likely due to an extended period of time where the controller was not connected to an external power source, causing the real-time clock to deplete. The most likely root cause of the reported event can be attributed to a communication error between the controller and battery. There was an internal investigation investigating communication errors. Of note, the controller, (B)(4), in use during the event did not have the software master record (smr) upgrade. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware ventricular assist system ¿ battery / (B)(4) / model #: 1650de / expiration date: 2015-03-31, UDI #: asku, return date: 2015-10-26, device problem already known, no evaluation necessary, mfg date: 2014-03-31, not labeled for single use, (B)(4).

Event description:
It was reported that two batteries were not accepted by the controller producing a critical battery alarm. The batteries were exchanged. No patient complications have been reported as a result of this event.